Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode.

Event description:
It was reported that two months after the implant procedure, the lead was dislodged. The physician thought the dislodgement occurred due to patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.